Event description:
The user facility reported the device energy was out of tolerance during a procedure, a condition which may pose the risk of insufficient coagulation and increased bleeding. The procedure was completed successfully with no surgical delay. No medical intervention or adverse consequences were reported.

Manufacturer narrative:
On 9/19/2025, stryker instruments discontinued the practice of filing mdrs for complaints related to intermittent energy output or out of tolerance for devices registered under gei product code in according to FDA's "final guidance on medical device reporting for manufacturers" section 2.15. This malfunction has not caused or contributed to any serious injuries or deaths in at least two years. No new mdrs will be filed for this malfunction and corrected supplemental mdrs will be submitted if necessary for any events pending device investigation.

Event description:
No new information.

Event description:
No new information.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.